Manufacturer narrative:
Corrected information b5,d1, d2a, d4 serial number , d4 catalogue#, g4 PMA/510k # : it was reported that a spectrum iq pump had a battery error 1 during power up and shut down. There was no patient involvement. No additional information is available. H10:the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module shut down after power up at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.